Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer changed the infusion set and cartridge, then resumed insulin administration. Although experiencing frequent occlusion issues, the caller declined additional assistance.